Event description:
It was reported that the pump was worn on all sides, and missing the charging port cover, which left the charging port exposed. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting and was in the process of obtaining a new device.